Event description:
It was reported that during a carotid artery rupture treatment procedure, a wallgraft leak occurred. The pt presented with a carotid artery rupture, which was 2cm in length. The physician implanted wallgraft 6x50mm. Leakage was observed on angiography. Another wallgraft 6x30mm was implanted, overlapping the first wallgraft, and there was no leakage. The procedure was completed successfully. The pt condition is reported as "stable".

Manufacturer narrative:
It is indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is user error. From a review of the directions for use (dfu), this device is indicated for the treatment of complex iliac artery stenosis and is indicated for the exclusion of atherosclerotic arterial aneurysms and traumatic vessel disruptions in peripheral vessels 5 -12 mm in diameter. Specific arteries that can be treated include the following: iliac (common, external, and internal), femoral (common, superficial and deep), proximal popliteal (above the knee), subclavian, axillary, and brachial. However this particular device was used in the carotid artery. (B)(4).